Manufacturer narrative:
Com-(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and receiver/smart device/receiver and smart device occurred. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
A receiver was returned for evaluation. An external inspection was performed and inspection passed. The receiver charge and boot tests were performed and passed. Functional test was performed and passed. Receiver data was downloaded and passed. A probable cause could not be determined.